Event description:
It was reported by the assistant ors, during a bowel procedure a circular stapler misfired. The patient is reportedly not doing well, but no further information is known at this time. Rpo 05/22/1997 sales rep states he was at the hospital and was not given any information on the event. 06/23/97 the surgeon had performed a bowel procedure. He had used a circular stapler. He is uncertain to which circular stapler he used, but he believes it was a us surgical instrument, used in a vertical banded gastroplasty. There is no material for co to evaluate.